Manufacturer narrative:
This supplemental report is being submitted because it is a duplicate of a MDR that was previously submitted. The duplicate complaint reference # is (B)(4) for MDR #3009498591-2017-00221.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was undergoing a target ultrasonography procedure. As the physician was rotating the angle of the transducer, a usacquisitionhw_31 error message was displayed. The physician replaced the sc2000 with another similar but different system. There was a delay of 40 minutes in completing the procedure because the physician had to reboot and replace the initial system. It was also reported that the sc2000 system itself worked normally without the transducer but because the physician wanted to protect the patient, the system was replaced. There was no loss of data and there was no patient adverse event reported. No additional information was provided.